Manufacturer narrative:
Sections with additional information as of 11-nov-2021 h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed. Defect found on returned strips: high readings. Reported defect not reproduced on returned meter. Product evaluation has been completed root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 24-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 185, 227, 164, 141 and 169 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-111 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 10/28/2022 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: lot number zx4291s, manufacturer's expiration date is 09/15/2022. During the call, a blood test was performed by the customer fasting and produced test result of 135 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The meter memory was reviewed for previous test result history: (B)(6).